Event description:
It was reported that the patient had inappropriate shocks due to oversensing via a change in the intrinsic morphology. The patient has a left ventricular assist device, and the subcutaneous system was picking up noise. Technical services advised some options. The doctor is considering implanting a transvenous system. There were no additional adverse patient effects. The system remains implanted.